Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, that one haptic was broken. The iol was exchanged in a second surgery. Additional info has been requested.

Manufacturer narrative:
Eval summary: the lens was returned with solution, broken haptic and optic damage. The results from the product history record review indicated the product met release criteria. The product investigation could not verify a root cause for the complaint. While we are unable to determine the exact origin of the damage, our observation reasonable suggests that it is not mfg related. Due to the presence of solution, the damage is most likely customer related. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).